Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an electrical reset message was noted on the transmission reading. The date of data collection was cleared and no other parameters appeared changed. The device is still in use. No patient complications have been reported as a result of this event.